Event description:
The patient was revised due to dislocation. The liner appeared to be fractured at the locking ring area.

Manufacturer narrative:
Evaluation summary: the liner was fractured in vivo, and the implants were revised as a result of this event. Neither the liner nor the cup was returned for evaluation. A photograph of the failed liner was provided. It appears that two pieces of the liner rim angle of the cup should be 35-45 degrees ideally. The surgeon stated that the cup abduction was measured at 62 degrees. Misalignment of the cup can lead to impingement (levering) of the neck of the femoral stem on the liner and abnormal stress patterns. That is most likely the cause of the fracture. Once the liner rim fractured, dislocation became more likely. Other factors that may have contributed to the fracture include patient weight and patient behavior. Based on the information provided, a definitive cause for failure cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.